Event description:
During an elective right total hip replacement, a single zimmer 35 mm x 6.5 mm acetabular screw was placed in the safe superior quadrant and was difficult to advance. At that time the screw was removed, the area was drilled deeper and an attempt was made to place the screw. When torque was being applied to the screw head broke off af the upper third of the screw. The surgeon attempted to get the remainder of the screw out without success. At the time the screw was advanced 2 to 3 mm using a bone tamp and mallet and 40 mm x 56 mm flat polyethylene locking was placed and confirmed. Of note, zimmer released a recall related to the related to the screw used in this procedure dated (B)(6), 2014.